Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A medical staff reported a rupture of the left side device and "paget¿s disease". The event of "paget¿s disease" is not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Non-penetrating nicks. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
A medical staff reported a rupture of the left side device and "paget¿s disease". The event of "paget¿s disease" is not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
A medical staff reported a rupture of the left side device and "paget¿s disease". The event of "paget¿s disease" is not device related. The device has been explanted.